Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing pain at his scs ipg site. Patient's pain at ipg site began while charging his scs system on (B)(6) 2014. About an hour after the patient turned off the charger, the pain caused the patient to develop a headache. Patient reportedly experienced radiating pain for roughly 15 minutes at a time after which, the pain would subside. The patient additionally reported the skin over his scs ipg site had no feeling or sensation but felt sore inside. An sjm representative met with the patient on (B)(6) 2014 and all impedances checked out within normal limits and stimulation was functioning properly. The patient was given a replacement charger which apparently resolved the issue. Additional information received on (B)(4) 2014 identified the ipg site pain had returned. Surgical intervention is planned for a later date to address the issue.